Event description:
Complainant alleged the staff was attempting to pace an 83 year old female pt in cardiogenic shock, and with a complete heart block. The pt's underlying heart rate was 58. The staff attempted to pace the pt with the ma setting on the device set at 30 and the ppm setting on the device set between 60 and 72. The complainant indicated that the device would not caputre the pt's heart rate. The staff then obatained another device to pace the pt, and the device successfully captured the pt's heart rate. There was no adverse effect on the pt as a result of the alleged malfunction.